Event description:
Literature was reviewed regarding a 78-year-old female patient who underwent robotic-assisted coronary artery bypass grafting for left main disease followed by transcatheter aortic valve-in-valve implantation for prosthetic aortic valve stenosis.  During the valve-in-valve procedure, a medtronic 26-mm evolut pro bioprosthetic valve migrated out of position during retrieval of the delivery catheter system (dcs).  The valve was snared, positioned and abandoned in the distal ascending aorta.  Subsequently, a second 26-mm evolut pro bioprosthetic valve was successfully deployed in the correct position inside the previously implanted non-medtronic prosthetic aortic valve.  No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: yamashita, et al.. A case of hybrid robotic-assisted coronary artery bypass grafting and valve-in-valve transcatheter aortic valve replacement. Journal of cardiology cases 30(1):12-15 2024. Doi.org/10.1016/j.jccase.2024.03.001 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.